Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak, patient sensor calibration check, load cell verification, and valve actuation testing and was found to meet product specifications. The go/ no go gauge check passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error and air detected in cassette warning. It was reported the heater bag was positioned correctly. The patient stated that they started treatment empty and drained more than the 50 ml expected. The patient discontinued treatment during fill 2 due to the large drain. The drain volume in drain 1 of 4 was 2458 ml out of 1200 ml. The cycler drained 2636 and moved to drain 2. This total drain volume of 5094 ml is 425% the patient's prescribed fill volume of 1200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated the patient did not complete treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was returned to the manufacturer for physical evaluation.